Event description:
It was reported that upon applying torque, the guidewire (subject device) distal end broke near the right middle cerebral artery (mca). The physician successfully removed the broken portion with a snare device. The procedure continued with a second guidewire; however, the guidewire distal end broke within the microcatheter when torque was applied at the same anatomy location. The physician removed the microcatheter and guidewire together from the patient's body. There were no clinical consequences reported to the patient on either event.

Event description:
It was reported that upon applying torque, the guidewire (subject device) distal end broke near the right middle cerebral artery (mca). The physician successfully removed the broken portion with a snare device. The procedure continued with a second guidewire; however, the guidewire distal end broke within the microcatheter when torque was applied at the same anatomy location. The physician removed the microcatheter and guidewire together from the patient's body. There were no clinical consequences reported to the patient on either event.

Manufacturer narrative:
Refer to manufacturer report # 2939204-2012-00114 for the 2nd guidewire used during procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned in two separate parts, the proximal portion measuring 200cm with kinks at 41cm, 94.5cm and 173.1cm from the proximal end. The distal portion measured 4.5cm with a kink at 4.0cm from the distal end. All outer diameters were found within specifications. Further external analysis did not identify any material anomalies. The fracture site revealed a three direction fatigue with a final torsional movement. The break site surface presented evidence of fatigue striations in a radial direction typical of a cyclic movement. The surface exhibited a final breaking point with smeared material in a clock wise direction indicating a final torsion movement. Both fracture end sites presented the same characteristics suggesting a match between them. Information available indicated that the device was confirmed to be in good condition post unpacking, preparation and that the patient's anatomy was tortuous. The directions for use indicates to ''never advance the guidewire against excessive resistance without first determining the reason for resistance under fluoroscopy.'' Based on device findings and information available, it is probable that due to an external force applied along with a torsional movement resulted in the reported break and damages observed. Therefore, a root cause of operational context has been assigned to this investigation.